Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 6 months post-implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach. The patient presents with gradient of 40 and moderate paravalvular leak (pvl). A valve in valve was successfully performed and a new 26 mm sapien 3 ultra was implanted.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per medical record review, the patient was admitted for shortness of breath (sob). Echo revealed severe pvl, severely elevated gradients, (45mmhg). The patient is being worked up by hematology and the consensus was there is hemolysis. A diagnosis of mds is being pursued but there is no confirmation. Hemolytic anemia was the leading diagnosis for the patient's chronic anemia. The patient was ultimately described as "at least moderate pvl with associated hemolytic anemia." Recommended bav vs. Viv tavr vs. Pvl plug. The complaint was confirmed based on provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, ''approximately 4 years and 6 months post-implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach. The patient presents with gradient of 40 and moderate pvl. A valve in valve was successfully performed and a new 26 mm sapien 3 ultra was implanted.'' In this case, the reported paravalvular leak may lead to an increase in the pressure to eject the blood out, resulting in the corresponding increased gradients. As such, available information suggests that patient factors (paravalvular leak) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.